Manufacturer narrative:
The field service engineer (fse) requested that a mobile view station computer shipped for next day delivery. The replacement computer was received. The field service engineer went to the site to test the equipment on, (B)(6) 2014. While performing an imaging system check-out, it was confirmed that the mobile view station would not boot up. The fse replaced the computer and performed a functional test of the imaging system. The test revealed that replacing the computer resolved the issue. After part replacement an imaging system check-out was performed, all areas passed. System performed as intended. The mobile view station computer was returned to medtronic for analysis. An on-site investigation was completed on the returned computer. A simulated use test was performed. The test was unable to confirm reported "mvs will not boot up." The computer powered up without issue. It was then installed on a test system, and it operated as expected. No fault found. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The site biomed reported that, while in a cranial procedure, the site's imaging system displayed a blank monitor. The biomed, reports upon attempting to boot the imaging system the mobile view station monitor initially displayed some boot text, then went completely blank and did not come back on. In trouble-shooting, the imaging system the biomed attempted to reboot multiple times with the same result. The surgeon discontinued use of the imaging and navigation systems. The surgery was successfully, completed. There was a no reported delay to the procedure due to this issue. There was no impact on patient outcome.